Event description:
Per the clinic, the patient experienced poor performance with the device due to improper placement of the electrode array. The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014. Correction: the correct model number is ci422; not ci24re (ca) as previously reported. Correction: the correct serial number is (B)(4); not (B)(4) as previously reported. Correction: the correct implanted date is (B)(6) 2013 ; not (B)(6) 2013, as previously reported. This report is filed february 14, 2014.

Manufacturer narrative:
(B)(4). Not yet received by manufacturer.

Manufacturer narrative:
This report is filed (B)(4) 2014.